Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations revealed no damages to the returned tip cover. The tip cover was placed on a functioning monopolar curved scissors instrument and the tip cover did not fall off while in use on a da vinci system. The reported issue was not confirmed and/or replicated. No other damage found. This complaint remains reportable since the cause of the reported event is unknown.

Manufacturer narrative:
The instrument and tip cover have not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. Based on the provided information, this complaint is being reported because the tip cover fell into the patient and was retrieved during the da vinci si surgical procedure. It is unknown if the patient required intervention and/or sustained any injuries as a result of the reported event.

Event description:
On (B)(4) 2013, intuitive surgical inc. (Isi) received an email with attached pictures of a tip cover that had fallen into a patient during a da vinci si surgical retroperitoneal lymph node dissection procedure and had been retrieved. During the procedure, the tip cover that was installed on the monopolar curved scissors (mcs) instrument had moved from its proper position and slipped distally over the mcs blades. When the mcs instrument was removed from the cannula, the tip cover completely separated from the mcs shaft and fell into the patient's abdomen. It is unknown how the tip cover was retrieved from the patient's abdomen and if the patient sustained any injuries due to the reported event. The tip cover and monopolar curved scissors (mcs) was in use for 2-3 hours before the reported event occurred. Isi attempted to contact the site for additional information; however, no additional information has been provided as of the date of this report.